Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14i1607 shows that there is no manufacturing anomaly and no other complaint regarding this lot. The prismaflex m100 set was discarded and not available for inspection. The exact root cause of the reported event remains unknown.